Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0-40, 80 wanda¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned still within the customers introducer sheath. Due the condition of the device it was not possible to remove the device from the introducer sheath during analysis. Blood was observed on the outside and inside of the balloon and within the inflation lumen. A visual examination identified a complete circumferential tear in the balloon material approximately 17mm distal to the proximal markerband. The balloon had also detached into two separate pieces at the site of the complete circumferential tear. The proximal and distal sections of the balloon were still attached to the device. The balloon material from the distal section of the balloon tear was bunched over the device¿s tip. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0-40, 80 wanda¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. No patient complications were reported.